Manufacturer narrative:
Report does not indicate any specific product problem. In addition, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for eval or add'l info becomes available. See MDR 1213643-2009-00243 for info related to the modified kugel mesh implanted in 2006.

Event description:
Info reported by pt via a maude event report: in 2006, pt had 2 mesh patches (ventralex and a modified kugel) implanted. Approx 4 days after the surgery, pt had extreme pain in his right groin and right testicle. The pain is down the inside of his right leg. The surgeon advised him to seek pain mgmt. He has been on 150 milligrams of lyrica daily since his hernia surgery. If he maintains the regimen of lyrica, the pain is subdued, but still extremely uncomfortable. He has lost some of the strength in his right leg. He can no longer enjoy sex. Pt reports physical restrictions from these implants. He can no longer walk or sustain a full day of activities associated with his work. Pt has had two separate procedures to deaden the nerve in his right leg, and to date, neither have given him any relief from the pain in his right testicle or right leg. Pt reports he recently tried to make an appointment with another surgeon to address his options in trying to repair or remedy his situation, the doctor refused to see him. Pt would like to have these problems fixed, but he is afraid the damage is irreversible in his right leg.